Event description:
It was reported that during surgery, the suction of the product was very weak. The product was opened because it was found that brown liquid was coming out from the motor. The surgeon stopped using it and another new unit was used without problem. There was no adverse outcome to the patient due to the event.

Manufacturer narrative:
Additional information will be provided once investigation is completed.